Event description:
Boston scientific received info that one day post implant, threshold measurements increased to 2.8 volts on the right atrial (ra) lead. The lead was repositioned; however, the physician had difficulty retracting the helix. Eventually, the physician was able to reposition the lead with good threshold measurements. While placing the right atrial (ra) lead, this right ventricular (rv) lead became dislodged. The physician removed the lead and inspected it. He was able to retract the helix. The physician rechecked the ra lead measurements. Following this, he reinspected the rv lead and the helix was now extended without being touched. The lead was explanted and successfully replaced. The implant and explant dates that were provided do not match this event description. Therefore, neither date will be reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.